Event description:
The customer reported that a paddle set failed to discharge, and there were no leds on the pads. There was no report of pt involvement.

Manufacturer narrative:
The factory has not yet rec'd the device for eval and this complaint is still under investigation.